Manufacturer narrative:
Reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned product found shavings inside the catheter, near the handle. The handle cannula was not detached. Functional inspection was performed, and the device was able to extend and retract, but resistance was felt during actuation. The handle cannula was subjected to electron microscopy, which confirmed the presence of smeared material, as well as sharp and irregular edges in sections of the rim area. The complaint that the handle cannula detached was not confirmed. The sharp edges on the handle cannula likely produced the shavings found inside the catheter, which would cause resistance during subsequent efforts to actuate the device. Therefore, the most probable root cause of the identified failures is supplier manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle cannula of the snare detached and device failed to fully extend. The device was not tested prior to the procedure. The procedure was completed with another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle cannula of the snare detached and device failed to fully extend. The device was not tested prior to the procedure. The procedure was completed with another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.